Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that positive end expiratory pressure is out of specification during use on a patient on the avea ventilator. The customer reported the device was removed when the user noted the issue. The customer confirmed there was no patient harm associated with the reported event.